Event description:
According to the reporter, during a laparoscopic kidney removal, the structure of the bag has changed from previously and the surgeon was wondering why and when it changed. The 15mm retrieval system use to have a metal handle, and now the handle is black and plastic. So during the case with the surgeon, the string broke and the bag split apart, leaving the kidney in the abdomen. This caused the surgeon issues with having to retrieve the kidney in a timely manner. No injury noted.